Event description:
International customer reports that a pt presented with a recurrent hernia three to five days after the initial surgery. The pt was retuned to surgery for repair. Customer reports the sutures broke.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. The actual device associated with this event is not known. Intl affiliate reports the following possible products: code x412h, lot xpe905, mfg: 12/01/2006, exp: 07/31/2011. Code x425h, lot unk.